Manufacturer narrative:
Follow-up # 1 date of submission 11/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked and there was moisture observed in the compartment. A leak test was performed and failed due to the battery compartment crack. The pump was opened and there was moisture found on the inside of the pump cover, on the vibration motor, the piezo and the main printed circuit board (pcb). There was no audio when the pump powered up and the vibration alarm was intermittent. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was reported that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.